Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited intermittent loss of capture, impedances changes and was found to have dislodged. During the revision procedure, the helix would not fully extend and retract. Therefore, this lead was explanted and a new lead successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.